Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, (B)(4), showed no anomalies and passed final functional testing. Laboratory functional testing showed good, stable output was observed on all electrode pairs as received. The telemetry was determined to be acceptable. Due to the nature of the complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. Analysis of the lead model 3889-28, lot # va1kkx5 showed no significant anomalies. It was noted that the conductors were stretched. Electrical testing determined that the continuity was complete/acceptable and no shorts between circuits were seen. Due to the nature of the complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products information references the main component of the system and other applicable components are: product ID: (B)(4), lot# va1kkx5, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was an impedance check performed on the ins and the lead at the end of the procedure, results showed multiple impedances on both the ins and the lead. The lead that showed the impedance was removed and a new lead was placed. Impedance check was ran again and it showed impedances with the ins. A new ins had been placed. It was reported the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported or anticipated.